Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp1831 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "dilator sheath is difficult to insert and has peeled back on itself several times." Additional information received 06/26/2022: event information reported by healthcare professional "proven a midline catheter was being place on (B)(6) 2022. When placing the introducer sheath, I was having difficulty advancing the sheath over guidewire. I lowered the angle and tried to advance the sheath again. I then noticed the sheath had begun to peel back where the introducer and the micro introducer meet. This could have cause possible vessel trauma. Another 3fr sheath was then used to complete the procedure." No harm was caused to the patient.